Event description:
It was reported that the patient presented for a lead revision due to a high capture threshold noted on their right ventricular (rv) lead and noise exhibited by the right atrial (ra) lead. The rv and ra leads were both explanted and successfully replaced. The patient remained stable.